Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It is reported that a customer experienced high blood glucose of 309 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer stated that the adhesive tape does not stick properly on her skin and that she does not feel comfortable with using the pump. The customer was assisted with trouble shooting the pump and found that the date and time were not properly set. The customer's pump will be replaced and a new tubing clamp will be sent out to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.